Event description:
Information received from the field notes that during a routine follow-up, interrogation resulted in a back-up mode message. The device was downloaded and reprorammed, but the measured data continued to reflect unusual values including a high current drain. The patient was not pace- maker dependent and was scheduled for repeated evaluation.